Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device has not been returned to omsc for evaluation but was returned to an olympus service operation repair center (sorc) in (B)(4). The evaluation of the device by the sorc confirmed following: the reported event was reproduced. There was a damage of an igniter. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it is likely that the reported event occurred due to the aged deterioration of the lamp and the igniter.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the emergency lamp instead of the xenon lamp lit up with a clicking sound when the user turned on the device. There was no patient injury reported.